Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, two absolute pro stents, both sized 6.0x40 mm, were implanted in the distal right superficial femoral artery (sfa). On (B)(6) 2024, computed tomography was performed and showed an acute occlusion of the target vessel (right sfa) in the stented segment compensated by a high number of run-off vessels. The thrombus was in both of the index stents. Since the patient reported progressive claudication symptoms, on (B)(6) 2025 the possible options for therapeutic measures were discussed in the department of vascular surgery. The imaging assessment suggested the creation of a bypass as one possible treatment. However, due to the high number of runoff vessels and the clinical findings, as well as lack of autologous veins that could be used for a bypass, a conservative treatment option was chosen as the best option. The patient was instructed to perform walking exercises regularly to enable the formation of more runoff vessels in order to improve the blood flow in the right leg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The reported patient effect of thrombosis is listed in the absolute pro .035 peripheral self-expanding stent system instructions for use as a known adverse event that may be associated with the use of a stent in peripheral arteries and / or biliary tree. A conclusive cause for the reported thrombosis and pain, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient's claudication symptoms were first reported on 10/16/2024. The vessel appeared occluded in the duplex sonography that took place on the same day (10/16/2024). The CT (computed tomography) to confirm an acute occlusion was carried out on 11/14/2024. No additional information was provided.